Event description:
It was observed during the device inspection, the plastic distal end cover of the gastrointestinal videoscope was burned. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to h6 component code and medical device problem code. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. However, a root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). Using endotherapy accessories. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection that the air-water tube and air-water cylinder had foreign objects. There were no reports of patient involvement.